Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, nearly 6 years have passed since the subject device was manufactured and it is likely the video connector socket experienced fatigue from long-term repeated use. Alternatively, the video connector socket was excessively stressed by the user which resulted in communication issues between the scope. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report communication issues between the scope and the evis exera iii video system center. This issue was found during preparation for use. There was no report of health consequence to a patient.